Event description:
Customer contacted saalt on (B)(6) 2022 stating they had a slight vaginal prolapse and ended up with an infection after using their cup. Saalt requested additional information about which cup they were using, their removal techniques, and their history of prolapse. Saalt offered a replacement pair of saalt wear period underwear or a refund. Customer responded on (B)(6) 2022 with information about their removal techniques. They stated they could not reach their cup and pulled on the stem to remove it, which is not recommended in the instructions for use. Customer stated that they "self-diagnosed" the prolapse, but doctor did not confirm that the customer had prolapse. Customer stated they developed bv and a yeast infection a week after using the cup. Customer sanitized and washed the cup according to the instructions for use. Because the prolapse was not confirmed by a doctor and the infections occurred after customer discontinued cup use, the cause of the incident is determined to be unidentifiable. No further investigation required. The device was not returned for evaluation as it was discarded after removal. The reported event is addressed in the labeling. The reported event could not be confirmed as the device was not returned for evaluation. The most likely root cause of the reported event could not be conclusively determined. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of the cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup.".